Manufacturer narrative:
The field service engineer performed an instrument check that failed for the pre-wash functionality check. The extra wash unit was checked and the aspiration nozzle was found to be heavily corroded and degraded. Both pre-wash nozzles and the dispensing nozzle were replaced. An instrument check and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial estradiol result was 100 pg/ml. The repeat result was 171 pg/ml. The initial result was not reported outside of the laboratory as the testing was performed in duplicate. The reagent lot number is 63007900. The expiration date was requested but not provided.